Manufacturer narrative:
To date, the reported device has not been returned to conmed for evaluation. Should the device be returned an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed. Otherwise this filing will stand as the final report. The manufacturing documents from the device history record have not been reviewed because the document was not returned by the vendor. The service history was reviewed and found no prior date. A two-year review of complaint history revealed there has been a total of 61 complaints, regarding 62 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.002. Per the instructions for use, the user is advised the following: precautions: prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised this issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This distributor reported on behalf of their customer that the smi-02ap was being used during a rotator cuff procedure on (B)(6) 2020 when "the doctor was passing the first point of suture and when closed the spectrum made a strange sound and the mandible breaked". There was no report of injury to the patient or the user. The procedure was completed with an unknown alternate device. Upon further assessment the reporter advised the clamp broke when closed in the fabric to pass the first point. (Broken component) came out stuck to the needle. No report of hospitalization or medical intervention required for patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.